Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor thresholds and sensing. The lead appeared to have dislodged. Upon removal the distal end appeared to have a kink. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead was not kinked and nothing found that would cause the lead to dislodge.